Event description:
The esu was used for open procedures in general surgery. Localized and diffused burnes occured while buzzing uninsulated forceps by means of the handswitching pencil. Once, it also happened using an insulated forcep and the surgeon was wearing biogel lepetit gloves.